Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set was separated from the mainbody of the twist clamp. This was further described as ¿the female connector could not be separated from the solution tube during use, and main body was loose and fall off from the female connector¿. This was identified during use for peritoneal dialysis therapy. As a result, the patient¿s transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection was performed, and it was noted, that the female connector was separated from the main body. Functional testing was performed, including leak testing, clear passage testing, and clamp function testing. And no issues were noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.